Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08may2020.

Event description:
The customer identified there was a high internal 02 alarm error. The field service engineer confirmed the failure and along with a blower issue covered in another record. The fse replaced the blower and power circuit board to address the error. In addition the fse replaced the battery due to it being outdated. The unit passed all performance tests and the unit returned to service. There was no patient involvement.

Manufacturer narrative:
G4:24oct2020. B4:29nov2020. The printed circuit board assembly (pcba) sensor board was returned to manufacturer to failure investigation (fi) for analysis. The customer returned sensor board was tested and no failures were identified. The high internal oxygen (o2) alarm could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.